Event description:
Dual chamber pacemaker was inserted. Next day the pacemaker was working fine; however, the rv lead needed re-positioned. Rv lead was re-positioned. The following day the pacemaker rep was in to see pt and interrogate the device and was not able to, due to the device reading alarms related to end of life for the device.